Event description:
It was reported that prior to use with a bd vacutainer® push button blood collection set the expiration dates are different on shipper versus shelf pack. The following information was provided by the initial reporter: expiration dating on the outer box and the inside boxes do not match.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® push button blood collection set the expiration dates are different on shipper versus shelf pack. The following information was provided by the initial reporter: expiration dating on the outer box and the inside boxes do not match.